Event description:
It was reported the patient received the following results within 15 minutes: 450 mg/dl at 4:00pm, hi mg/dl at 4:01pm (which on the system indicates a result in excess of 600 mg/dl), 341 mg/dl at 4:02pm, 327 mg/dl at 4:03pm, 241 mg/dl at 4:04pm.